Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched, finding the z-axis sample needle assembly squealing on startup. The fse cleaned the lead screw and guide rod and lubricated the assembly. The fse also checked the operation with no squealing or other problems. He then upgraded the software to 5.23. The g8 analyzer was functioning as intended and the noise cleared. No further action required by field service. The probable cause of the event was that the z-axis needed lubrication. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported a loud noise with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.